Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
A medtronic representative inspected the navigation system and reinstalled the synergy software. However, the issue did not resolve. The same issue occurred when attempting to enter the admin application. The computer was replaced and the issue seems to have resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The suspect computer has been returned to the manufacturer for evaluation. Functional testing and visual/physician examination was performed and the issue was confirmed. The computer boots the user back to the login screen. The computer is re-booting/cycling on it's own and the motherboard is unstable.

Event description:
A medtronic representative reported that while in a lumbar spinal fusion procedure, the application on the navigation system became unresponsive after the imaging system spin and booted the user back to the login screen multiple times. There was a reported delay to the procedure of 15 minutes due to this issue and navigation was aborted at that time. There was no impact on patient outcome. No additional information is available.